Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A visual and dimensional inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the instructions for use (IFU) states: prior to using the xience sierra everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Do not use if any defects are noted. The IFU deviation does not appear to have directly caused or contributed to the reported stent dislodgement. The investigation determined the reported stent dislodgement appears to be related to the operational context of the procedure, as it is likely that inadvertent mishandling during protective sheath/stylet removal contributed to the reported stent dislodgement and noted crushed stent. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the left anterior descending artery. A 3.50x33 mm xience sierra stent delivery system (sds) was advanced to the lesion. When the balloon was inflated it was noticed that the stent was not on the sds. The stent was found to be stuck in the protective sheath. No resistance was noted during removal of the protective sheath. The sds was simply withdrawn from the patient anatomy and was replaced with another same size xience sierra sds. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.